Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels due to eating carbs without delivering a bolus. Customer's bg was reported as "high" via continuous glucose monitor readings, and was addressed with a correction bolus.